Event description:
On (B)(6) 2012, pt reported experiencing a low blood glucose incident last friday, (B)(6) 2012. Pt stated on friday at about 10:14 am, he tested and got a reading of 67 mg/dl. Pt reported he drank a glass of orange juice, tested about an hour later and got another reading of 67 mg/dl. Pt stated he had another glass of orange juice, some ice cream and some candy. Pt reported he tested again about 11:40 pm and got a reading of 37 mg/dl. Pt stated he collapsed in the bathroom and his wife called 911. Pt reported he never lost consciousness. Pt stated the paramedics arrived and had the pt drink 2 more glasses of orange juice and gave him some dextrose. Pt reported he was taken to the hospital and admitted. Pt stated he tested again in the hospital and got a reading of 46 mg/dl. Pt reported about 2 hours later he had a snack in the hospital of a small can of soda (with sugar) and some graham crackers. Pt stated at about 4 am he had a blood glucose level of 93 mg/dl and was released from the hospital. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported the doctor attributed the low blood glucose incident to alcohol consumption. Pt stated he had had 2 glasses of wine about 4 hours beforehand and the doctor attributed the low blood glucose level to this alcohol consumption. Pt reported he did not take his insulin pen or oral med that day. Pt stated he only bolused to bring his blood glucose level down. Pt does exercise very strenuously. Pt uses a competitor's infusion set. Pt reported he would not have been able to self-treat although he was able to consume the juice. No product return was requested.